Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set cannula detached event on (B)(6) 2025 from quick release. Infusion set was used for two days. Blood glucose level was displayed high at the time of the event. Therefore, patient took bolused via pump for the treatment. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.